Event description:
Baxter spain reports "broken clamp" with the transfer set. No patient injury or medical intervention was reported by baxter affiliate. Detailed information has been requested by u.s. Product surveillance, and will forwarded when follow-up is submitted.